Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition noise was confirmed but heat was not. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device emitted an unusual noise and failed the safety assessment (powerbroken). It was further determined that the lock cylinder and the pawl release were damaged. It was determined that the cause for the powerbroken was due to failure to follow the directions for use and running the device in the safe or load, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was noisy and heated up. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.